Event description:
Additional information from the risk (B)(4), it is unknown if the band was leaked test prior to implant. A 15mm nonbladder trocar was used but it is unclear this is for the implantation or hiatal hernia repair during same episode. A 5mm nonbladder trocar was also used. There were no mention of any problems implanting the band. The fill history is as follows: (B)(6) 2009 = 4.0 ml; 3/2010 = 3.8 ml; 10/2010 = 3.8 ml. The balloon was inflated in an volume in excess 9mls. There was 12 ml in the balloon.

Manufacturer narrative:
(B)(4). Slit. The band/balloon with 7.1cm of catheter, the injection port with the locking connector and 41cm of catheter was returned. Upon visual inspection, it was observed that the balloon was slit on the limit of adhesive near closed end from the band. Per microscopic inspection, it was noted that the slit was probably performed by a sharp instrument, like example by a suture needle. It was also noted that the buckle was cut on one side (performed during the explantation of the band) . With regard to the injection port, it was observed that tissues were grown into the injection port. Locking connector was in locked position; actuator ring was in locked and unlocked position. Due to the condition of the returned device, no other test could be performed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. - (B)(4).